Event description:
Report received from an international affiliate of leakage of a chemotherapeutic agent and blood. It was reported that the pt received etoposide 340mg via a secondary IV set, which was connected to a clave of an unspecified primary IV set and infused via a triple lumen hickman central catheter. Reportedly, as the nurse attempted to disconnect the secondary IV set from the clave of the primary IV set, the male tip of the secondary set broke and a portion of the tip remained in the clave. It was reported that a "small" amount of a chemotherapeutic agent and an unspecified quantity of blood leaked out through the clave. There was no report of the chemotherapy coming in contact with the pt or nurse. The spill was cleaned. The primary IV set as well as the IV bag was changed. There were no reported adverse pt effects and no medical interventions were required.